Manufacturer narrative:
The remote support engineer evaluated the device and determined that the device had been tampered with. No further evaluation or repair was performed. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The tampered device was returned to the customer without a repair.

Event description:
The customer reported the mx40 speaker is not working. The device was not in use on a patient at the time of the event. There was no report of patient or user harm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.